Manufacturer narrative:
The actual device was reported to be available but was not returned. The device history record for the reported lot number, 0202650452, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 09-jul-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Fill volume: unknown, flow rate: unknown, procedure: shoulder procedure, cathplace: interscalene. It was reported the catheter was threaded through the needle. When the anesthesiologist tried to remove the needle and guidewire, the catheter broke at the tip. A second tray was opened and the block was successfully completed. There was no reported patient injury. Additional information received 15-june-2017 stated the catheter broke inside the patient. The broken catheter segment remained inside the patient. No further information to be provided.